Manufacturer narrative:
The reporter's last name was not provided on the call. It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer was feeling weak and began seizing when she tested him with a result of 220 mg/dl on the aviva system. Reporter stated that the paramedics were called, arrived in 15-20 minutes, and obtained a result of 30 mg/dl on their device. Reporter stated the customer was then treated with a glucose solution intravenously. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.